Event description:
Difficulty was experienced during attempts to inflate the balloon completely at 7 atmospherea. The procedure was completed utilizing another balloon. There were no reports of pt injury or complications.